Event description:
It was reported that the user experienced hyperglycemia after not meal announcing a prior dinner and initially could not unlock the ilet pump due to difficulty entering the limited access code; with guidance to press the numbers lightly, the user unlocked the pump and no further assistance was needed. Symptoms included no reported clinical symptoms. Outcomes included no alerts from the device, no need for outside assistance, and no medical intervention or hospitalization, while blood glucose peaked at 244 mg/dl and was elevated for approximately three hours before decreasing as the pump brought glucose down. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions and resolution after proper keypad interaction, with hyperglycemia attributed to a cause that was unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.